Event description:
The lay/user contacted lfs alleging that his ultralink meter does not power on. The patient had dropped the meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The patient was using the correct vial of test strips. The meter powered on by pressing the power button. The patient was unable/unwilling to verify whether the meter powered on with the test strip inserted all the way into the test strip port. Patient reseated the batteries and meter powered on. The meter is not a new product (out of box). Meter was replaced. The complaint is being reported due to the power issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.